Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the patient heard a pop, and the implant went flat. The physician attempted to inflate the device with no success. Upon removal, it was noted that the left cylinder had a hole. There were no patient complications.